Event description:
It was reported that on (B)(6) 2022 the patient underwent removal of 74mm & 68mm 5.0mm locking screws due to back out. The procedure and patient outcome is unknown. This report is for one (1) locking screw for im nail ø 5mm/ 68mm/ xl25 this is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional device product codes: hsb, jds complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.